Manufacturer narrative:
Corrected data: through follow up it was learned the suction loss did not occur after laser firing as initially reported. The suction loss actually occurred prior to laser firing. Loss of suction prior to laser firing is not considered a reportable malfunction. In addition this report was determined to be a duplicate medwatch report, reference manufacturer report number 2648035-2015-00443. Has been corrected to reflect this information. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center has clarified that the issue reported did not occur during the laser firing. There were 2 separate patients that had lack of suction and that incident occurred prior to laser firing. There was no patient injury and the procedure was completed successfully. Furthermore, this is a duplicate medwatch report. Reference manufacturer report no. 2648035-2015-00443

Event description:
It was reported that while laser was firing two (2) patient interfaces (pi) experienced suction loss. It was reported that the doctor switched the pis and the procedure was successfully completed. There was no procedure loss, no surgical intervention was required and there was no patient injury.

Manufacturer narrative:
Device has not been received for evaluation. All pertinent information available to abbott medical optics has been submitted.